Manufacturer narrative:
(B)(4). Date sent: 4/25/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify what is meant by, the tissue of the oral side was put a load on at the firing. This is not clear. --- when the device was fired, the tissue of the oral side was being pulled. Based on the information provided, ¿that the tissue of the oral side was being pulled,¿ was this a possible concern prior to the firing of the device? No information or, was this observed after the device was fired? Please explain. No information.

Event description:
It was reported that during a lap anterior resection, it was found that deployed staples of the outside staple line were unformed after firing. The tissue of the oral side was put a load on at the firing. The device was used on the rectum. Then, leak was found from the anterior and posterior walls when leak test was performed. Both walls were put three stitches in each to repair. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m55n2c. The analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.